Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient had a toe procedure and got an infection. The patient then developed septicemia with vegetation on the valves. Moreover, the patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.